Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was safely removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient's condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was safely removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient's condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.00mm x 15mm, was returned for analysis. A visual, tactile, and microscopic examination of the distal of shaft polymer extrusion identified a kink in the shaft 2mm proximal from the proximal edge of the distal markerband. Visual and tactile examination of hypotube shaft identified no kinks or damage. Microscopic examination of the balloon material identified a longitudinal tear. The tear stretched along the main body of the balloon from the proximal edge of the proximal markerband to the proximal edge of the distal markerband (approximately 17mm in length). Microscopic examination of the tip and both of distal and proximal markerbands identified no damages.